Manufacturer narrative:
Updated postal code e1 (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the no power to scc of architect i2000sr processing module. The customer tried to disconnect power cable and reconnect back on. The customer hear noise from scc of architect i2000sr processing module. The customer noticed burn mark inside the on cable connector. There was no reported injury to any users, no patient impact, and no facility damage.

Manufacturer narrative:
A review of tracking and trending data did not identify any related trends for the product for the issue. A review of the architect i2000sr, serial # (B)(6) service history, revealed no additional issues of sparking (charring/burn) observed due to a part, reported on the (B)(6). The architect system operations manual contained adequate information for the troubleshooting, removal, and replacement of the arc pwr crd na250 (list number 08l13-01). The replacement of the arc pwr crd na250 was the issue resolution. The 2023 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock from the equipment. The sparking (charring/burn) observed was limited to arc pwr crd na250 (list number 08l13-01); the sparking (charring/burn) did not spread to other parts of the module. Based on the available information no product deficiency of the arc pwr crd na250 (list number 08l13-01) or architect i2000sr processing module, serial number (B)(6), was identified.

Event description:
The customer observed the no power to scc of architect i2000sr processing module. The customer tried to disconnect power cable and reconnect back on. The customer hear noise from scc of architect i2000sr processing module. The customer noticed burn mark inside the on cable connector. There was no reported injury to any users, no patient impact, and no facility damage.